Event description:
It was reported that a female patient underwent a breast surgery with a 600cc mentor smooth round moderate plus profile prosthesis and experienced left-sided anisomastia postoperatively. As a result, the patient is scheduled to undergo explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A nonconformance was identified, and will be handled through mentor's quality system. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Reason for device explant and/or reoperation: anisomastia date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).